Manufacturer narrative:
The t:slim pump user guide states that the auto-off feature can be set up to 24 hours or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm. The customer's blood glucose (bg) level was 225 mg/dl. It was indicated that the customer delivered a bolus to address bg level. During troubleshooting with tandem technical support, the customer was educated on the auto-off safety feature can be modified or turned off. The customer disabled the feature.